Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: (b)(4)Manufacturing Site: (b)(4)

Event description:
patient reported tape not sticking after application on (b)(6)2026.